Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported, after axsos df surgery, it was found that the tip of the drill bit was remained to the patient by x-rays. The surgeon did not notice the drill breakage during the surgery.

Event description:
It was reported, after axsos df surgery, it was found that the tip of the drill bit was remained to the patient by x-rays. The surgeon did not notice the drill breakage during the surgery.

Manufacturer narrative:
The reported event could be confirmed. The device inspection revealed the following: the tip of the returned drill bit is indeed completely broken / snapped off. The shaft is bent and spiral scratches as well as metal abrasions / discolorations are visible. The mentioned discoloration was caused by heat transfer due to metal contact (drill sleeve). The damages / spiral scratches of the drill shaft clearly indicate that the drill shaft was in contact with the drill sleeve (metal abrasion). As mentioned the shaft is bent which indicates as well that far too much mechanical force had been applied. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on investigation, the root cause was attributed to be user related. The failure was caused due to inadequate angulation during drilling, as the drill shaft came in contact with the drill sleeve which resulted in the tip breakage (powerful dynamically overload during use). If any further information is provided, the investigation report will be updated.